Event description:
The customer reported that the ventilator had a power fail occurrence during operation. The ventilator was returned to the manufacturer for evaluation. Review of the ventilator diagnostic log noted a 3volt supply failure with an associated vent inop occurrence. If a vent inop occurs during use, the user must immediately secure alternative means of ventilation for the patient. The ventilator was not in use on a patient, therefore there was no patient involvement or harm.

Manufacturer narrative:
Unit returned to manufacturer for analysis.